Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; ddbb1d1 ICD, implanted (B)(6) 2014, evolutr-26-us transcatheter aortic valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing observed on the presenting electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.